Event description:
Physician attempted to use closurefast device to treat 3 segment of the great saphenous vein. Local anesthesia was performed. Compression was used, the catheter lumen flushed prior to use and IFU (instruction for use) was followed during catheter preparation, procedure, post-procedure. Proper temperature was reached. It was reported that catheter was not recognized by the generator (rfg3) after the 3rd ablation. The ablation did not start even after pressing the hand switch. The catheter was removed from patient and traces of melted plastic were found on the base of the ablation coil. Another closurefast catheter was used with the same generator to complete the procedure and vein did close.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information - it was reported that there were no error messages displayed on the rfg, there was an abnormality in the coil part of the catheter, so the catheter was replaced before the rfg power-cycled. There was no vessel damage noted. Product analysis damage was noted to the catheter heating element/coil heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was not exposed. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed nine kinks along the shaft, the kinks were observed at approx. 59.5 cm from the distal tip of the device the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.1 ohms - pass test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 112.7 ohms - pass test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 17.72 k ohms) - fail test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 9.32 k ohms) - fail tests 3<(>&<)>4 (resistor 1 <(>&<)> resistor 2) failed. Tests 1<(>&<)> 2 passed and are inside the specification and acceptance criterion. The catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message ¿the connected device is unsupported. Please connect another device.¿ being seen on both the rfg2 <(><<)>(><(>&<)><(><<)>)> rfg3 generators. The device was disconnected and reconnected; however, the same error messages appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.